Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The insertion tube peeling was caused by stress of repeated use, external factors, and handling of the device. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual of chapter 7 ¿cleaning, disinfection and sterilization procedures¿ section 7.5 ¿manual cleaning¿ describes how to detect the subject event. Cleaning the external surface 1 prepare a container with a cap for cleaning detergent and fill the container with cleaning detergent whose temperature and concentration level were controlled to what the cleaning detergent manufacturer instructed. 2 immerse the endoscope in the detergent solution. 3 with the endoscope immersed, use a sponge, lint-free cloth, or paper towel to wipe all external surfaces of the endoscope. 4 visually inspect that there is no stain on the external surface of the endoscope.¿ customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. The endoscope was not presoaked in detergent. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the fiberscope had a defective air supply. During the evaluation the following reportable malfunction was found: foreign object inside the forceps channel due to insufficient cleaning. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found foreign material inside the forceps channel and the image guide tube coat was peeling. Additional evaluation findings are as follows: due to a crack on control unit water tightness was lost, image guide bundle had significant breakages, connecting tube had a dent, due to damage on suction tube in control unit suction volume did not meet the standard value, adhesive on bending section cover had a chip, due to wear of angle wire bending angle in up direction did not meet the standard value, light guide bundle was slipping down, adhesive around light guide lens was peeled, control unit was sticky due to water leakage, up/down plate was sticky, indication on light guide connector was unclear, eyepiece was sticky, eyepiece was deformed, control unit was damaged, control unit was sticky, and angulation lever was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.